Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that the IV tubing cracked at the blue clip junction could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 20036957 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 25mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 2ss cv tubing cracked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20036957. It was reported that IV tubing cracked at the blue clip junction.